Event description:
The customer reported that the probe on the ortho provue analyzer malfunctioned prior to aspiration, which led to disruption of the separation between plasma / red cell in the sample tubes.